Manufacturer narrative:
The customer¿s representative placed a service call due to a broken side rail on the citadel bed frame. Allegedly, the side rail could not lock in the upright position. There was no indication of patient involvement. No injury was reported. An arjo service technician performed a device evaluation and it revealed that 3 set screws, that secure the pivot pin and the side rail lower arm to the bed frame, were loose and it resulted in a dislodged pin. As a consequence, the side rail detached fom the bed's frame. Based on the information gathered in the course of the investigation, the most likely scenario is that 3 set screws, that secure the pivot pin and the side rail lower arm to the bed frame may have not been tightened during assembly on the production line. This is in line with the technician¿s observation that the pin dislodged due to the screws being loose, which caused the side rail could not lock in the upright position. Additionally, the product engineer confirmed the root cause of the investigated issue at the manufacturer's site. Based on the available information the root cause of the complained scenario was an incorrect part assembling, not in accordance to work instruction, performed by one of the production employee. Arjo device failed to meet its performance specification since the side rail could not lock in the upright position due to loose set screws which resulted in dislodged pivot pin. The device was not used for patient treatment when the failure occurred. This complaint is deemed reportable due to allegation of side rail detachment.

Manufacturer narrative:
The UDI number was provided.

Manufacturer narrative:
Additional information will be provided upon nvestigation conclusion.

Event description:
It was reported that a side rail will not stay in up position and side rail detached from the mounting points.